Event description:
This report summarizes 171 malfunction events in which the device reportedly overheated. 149 events had the problem identified during a non-clinical procedure; there was no patient involvement. 3 events had the problem identified before clinical use/exposure; there was no patient involvement. 19 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 171 events were reported for this quarter. Product return status: 171 devices were evaluated based on historical data analysis. Additional information: 171 devices were not labeled for single-use. 171 devices were not reprocessed or reused.